Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry anomaly. The patient was seen in clinic and the pairing was restored eventually. There were no patient consequences reported.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.